Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the proximal left anterior descending (lad) which was moderately tortuous. The physician advanced the 2.50x12mm apex monorail balloon catheter to the lesion and inflated the balloon, the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).